Manufacturer narrative:
We have now concluded our investigation into the reported complaint. As no lot number was provided, it has not been possible to carry out a device history review. As no specific product details have been provided, it has not been possible to carry out a comprehensive complaint history review. Event occurred during patient treatment. The device used in treatment was not returned for evaluation, therefore no functional evaluation could not be carried out. We have not been able to establish a relationship between the reported event and the device. It has not been possible to establish the root cause of the issue. . Probable root causes include allergic reaction by the patient to one of the components of the dressing, an existing skin disorder or incorrect application or removal of the dressing. The users of the reported product are advised to consult the IFU, to delineate future occurrences of the reported issue. This guide provides comprehensive instructions of the operation, use and limitations of the device, including application and removal of dressings. The user risk assessment for the device provides details of possible sensitisation reactions and irritation or irritants contact dermatitis, as possible harms caused by toxicology of the materials used in the dressing. As the event reported did not allege a significant non-transient harm to the patient or user, no clinical review or risk management review are required. The investigation has been closed. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that, during use, doctor claimed that when he used allevyn on a patient it made a wound worse. The doctor speculates the digression of the wound was due to a patient having a latex allergy even though allevyn does not contain latex. It is unknown how was the procedure completed and if there was a delay. No other complications were reported.